Manufacturer narrative:
Batch review performed on 27 october 2022: lot 2107694: (B)(4) items manufactured and released on 19-aug-2021. Expiration date: 2026-07-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.

Event description:
The patient came in reporting pain due to a loose short stem and the cause is unknown. At about 11 months from primary the surgeon revised the metaphysis, diaphysis, and liner. The surgery was completed successfully.